Event description:
Patient reported the buttons on the pump have not been working since (B)(6) 2014. Patient stated the issue is constant. Patient verified that none of the buttons work. Customer stated the rubber has completely ripped off of the up and down arrow buttons. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.